Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the a few days post implant the right atrial lead began to pace the phrenic nerve. Several attempts were made to reposition the lead, however it continued to dislodge. The lead was explanted and replaced.